Manufacturer narrative:
Additional information: a device history record review for the reported lot showed a temporary deviation to remove the 15 degree blade and add substitute blade. A sample has not been returned for this complaint. The file will be processed for closure and opened at a later date if a sample is returned. The root cause of the customer's dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. The root cause of the reported dull blade is unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. A potential root cause includes an error during the supplier's manufacturing process. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the blades are not sharp enough. The reported issue was resolved by replacing the product. There was no patient harm. Additional information and product sample have been requested for this report. No additional updates have been received at this time. This is the third of three reports for this product event received from the customer.